Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage an exterior visual inspection of the returned cycler showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A registered nurse (rn) contacted fresenius technical support to report that during dwell 3 of a peritoneal dialysis (pd) patient treatment, the cycler cycled down. Patient was connected during incident. There was no power outage / outlet issue. The cycler would then not turn on. The nurse switched the cycler on and there was not sound when ok/stop buttons were pressed. The patient is in training at clinic. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed the patient was not able to complete treatment on the cycler on the day of the reported event.